Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The treatment was not reported. It was not reported if the patient was hospitalized. The patient was reported to have recovered from the peritonitis. Additional information was requested, but the nurse declined to provide further information.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown. Should additional relevant information become available, a follow-up report will be submitted.